Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 486mg/dl. Pt then administered 6 units of humulin r and 6 units of humulin n insulin. Pt began to feel hypoglycemic and restested blood glucose periodically over the next few hours and the results were hi. Paramedics were called and paramedics tested pt's blood glucose on paramedic's device at 30mg/dl. Pt was taken to the ER and given intravenous and glucose.